Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 350 mg/dl and a bolus was delivered to address the bg level. The customer did not know the cause of the high bg. As the high bg had been resolved, tandem technical support advised the customer to discuss the event with a healthcare provider.